Event description:
During hemorrhoids and mucopexy procedure, the covidien eea stapler misfired in patient rectum and only half of the anastomosis held. New stapler was opened and case completed without further incident.